Manufacturer narrative:
Evaluation summary: the reported condition of failure code 812:02 was confirmed.

Event description:
The facility reported a fail code 812:02. Failure occurred during biomed testing. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event. No add'l info is known.